Event description:
Additional information was received from the patient. The patient reported their wires are inserted right to left, and my battery is implanted on the left and they have had a lot of burning in that right buttock and some aching around the battery on the left. The patient stated they have called their healthcare provider (hcp)'s office to notify them of this issue and was told to give it some time due to all the layers of tissue. The patient stated they were having frequency again like they were prior to implant. The patient stated they have tried changing programs and stated they are currently on program 3, 0.3 and stated they are not feeling any stimulation. The patient stated they increased stimulation to where they could feel it and stated they tried to change the program so that they could move the impulse to a different location. The patient clarified they wanted to move the feeling of stimulation to over the bladder. Reviewed stimulation expectations and target area where patient should be feeling stimulation. The patient stated they are only feeling stimulation in right lower buttock area and confirmed this is the bike seat area. The patient then clarified they are feeling a burning sensation in right lower buttock at the setting noted above. The patient stated they are not feeling this all the time and stated it "comes and goes". The patient was recommended to decrease stimulation to comfortable level or turn ins off and follow up with hcp to check ins. The patient clarified that by "right hip" they are referring to feeling stimulation in their lower part of right buttock, but stated they are not feeling stimulation all the time and reported they are feeling "electrical impulses like electricity" once in a while in their right hip. The patient later stated by right hip they are referring to their gluteal area in bike seat area. The patient stated at times they are feeling normal feeling of stimulation such as a tingling or pulling sensation but not all the time. The patient also reported feeling random electrical impulses that were described feeling like a "shock". The patient stated they don't notice a pattern associated with feeling the shocks and stated it's just random. The patient stated they had a fall back in may where they fell on their butt and back on the sidewalk. The patient was redirected to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the implant site was hurting however it has improved the symptoms. The patient thinks that the sudden change in therapeutic benefit could have been due to patient's change in activity level. No further actions will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient recently met with managing physician's assistant and was told there are a couple of puncture marks from where they implanted the lead so that could be causing the discomfort in the hips however patient was told to call the manufacturer to ask. Yesterday the patient could barely lay because of the hip pain. Patient has taken (B)(4) for the pain and once took half of a hydrocodone. Patient has used a heating pad when sitting in their recliner. Patient's husband said the incision site looks good and is not swollen or red but patients stated the ins site is still tender. Sunday patient felt burning at the ins site and between the ins and the lead. Patient also stated that program 3 was working well and they had good therapeutic effect but yesterday did not have a good day. Patient has had gastric surgery in the past so sometimes they have difficulty with bowel movements but yesterday patient was going to the bathroom every hour and a half. Patient increased amplitude to where they felt stimulation sensation but decreased it because they were told they should not be feeling stimulation sensation. Reviewed expectations regarding stimulation sensation and amplitude adjustments. Reviewed it is normal to feel stimulation sensation as long as it's not causing discomfort. Reviewed titrations to amplitude may be necessary following implant. Reviewed it is expected to have some post-surgical pain however patient should continue to monitor symptoms and discuss with managing physician. Reviewed recommendations to not apply heat to the area until the physician has confirmed the incision is healed and it's safe to do so.